Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient had bs - pinnacle implanted. It is further reported that the patient experienced pelvic pain, vaginal bleeding, pain on urination, pain during intercourse, erosion of mesh, erosion of internal bodily tissue, recurrence of original diagnosis for which the product was implanted and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent another pinnacle implant on (B)(6) 2012 due to rectocele and enterocele. No additional information was provided.

Manufacturer narrative:
Additional information